Event description:
Consumer used the exercise belt two other times before the incident. Consumer used the belt according to instructions. Consumer began to feel sharp shooting needle pains penetrating their stomach. Consumer immediately removed the belt and noticed that they had round minor burn circles on their stomach caused by the belts contacts. Consumer discontinued use of the exercise belt. Consumer believes that the exercise belt poses a burn hazard to consumers. Instructions on belt use: "important, you must apply a conductive medium gel (water, sodium carboxymethyl. Carbomer 941 peppermint oil, menthol crystals, propyl paraben methyl, paraben sodium salt) sparingly to each colored contact inside the neoprene belt and on the corresponding area of skin before stimulating that muscle group. The belt also must make contact with skin. It will not work through clothing or excessive amount of gel." The above statement had a disclaimer: "this statement has not been evaluated by the food and drug administration."